Manufacturer narrative:
Exemption number e2019001. (B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. It should be noted that the graftmaster rapid exchange (rx), coronary stent graft system, domestic instructions for use (IFU), states: note the product use by date specified on the package. The expiration date of the product is important for sterility, efficacy, and performance of the device. Additionally, it should be noted in the IFU specifies the rbp is 16 atm and clearly states not to exceed the rbp. It is unlikely the exceeded rated burst pressure contributed to the reported event. The investigation determined the reported device expiration issue appears to be related to the use error. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
It was reported that the procedure on (B)(6) 2019 was to treat a free perforation in the circumflex coronary artery. The 2.80x19 mm graftmaster covered stent was implanted at 20 atmospheres and the perforation was sealed. It was noted after implant that the device expired on 10/31/2019. There were no reported adverse patient effects and there was no reported clinically significant delay in the procedure. No additional information was provided.